Event description:
The customer reported to olympus, the telescope light guide did not fit. The device was returned for evaluation. During the device evaluation, the light guide connector part was removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Correction in the field: e1 (telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During device evaluation the reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomena occurred to wear and tear due to the age of the investigated device as well as excessive force. Olympus will continue to monitor field performance for this device.